Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Cusomer stated that she was dehydrated at the time she was admitted and that she accidentally dropped and cracked the pump.